Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
The customer received 2 x 30 l on 17/8. The flow is 2l / min. Started on the last vessel on thursday, 24/8. Now only 2 dots remain. The customer is very worried that it will not suffice on thursday when he gets a new living. Suspicious leakage.

Manufacturer narrative:
The unit was returned for evaluation. The unit in question is within all manufacturers' specifications, the alleged incident reported could not be duplicated.